Event description:
It was reported that the patient's right hip was revised due to dislocation of the head from the liner. The surgeon decided he wanted to reposition the shell, and to use a shell that could accommodate an mdm liner. Upon reduction, surgeon said the stem was too short for the construct, and revised the stem. The shell and stem (implanted approximately 20 years ago), and head and liner (implanted (B)(6) 2021) were revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.